Event description:
It was reported that a patient underwent a posterior cervical spinal decompression procedure on an unknown date and absorbable hemostat was used. After use of this product, a reoperation was performed due to cervical hematoma. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? The patient was a 75-year-old, female with no allergies. 2. What was the date of index surgical procedure? Surgicel powder was used for a posterior cervical decompression surgery. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No allergies 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? This product was used to stop bleeding during wound closure. 5. Was the surgicel product left in place? Was the excess irrigated and removed? There was no cleaning after use. 6. Did the drain clog? There was no drain volume after surgery, and when it was checked, blood hardened surgicel powder was confirmed. 7. What were current symptoms following the index surgical procedure? Onset date? There was no drain volume after surgery, and when it was checked, blood hardened surgicel powder was confirmed. So, hematoma evacuation surgery was performed to remove blood hardened surgicel powder and excess surgicel powder. 8. What is physician¿s opinion as to the etiology of or contributing factors to this event? No cleaning was performed, so it may have led to clogging of the drain and hematoma. 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative cervical hematoma? There may be a factor of surgicel powder, but there are multiple factors other than that, and the patient is still hospitalized. 10. What is the patient¿s current status? The patient is still under hospitalization. Postoperative paralysis remains. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. Was there any intraoperative concurrent use of other products? 3. What is the lot number? 4. Was hemostasis achieving during the operation? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. During the re-operation was there any soft bleeding identified? 8. Where was the drain placed? 9. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? The patient was a 75-year-old, female with no allergies. 2. Was there any intraoperative concurrent use of other products? No, hemostatic product is only surgicel powder. 3. Was hemostasis achieving during the operation? Yes. 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The surgeon used the surgicel powder on active bleeding site. 5. Where was the surgicel used (on what tissue)? The tissue before wound closure. 6. How much surgicel was used during the procedure? Unknown, probable 3g. 7. Was the surgicel product left in place? Was the excess irrigated and removed? Yes, the surgeon did not irrigate the excess. 8. Where was the drain placed? Cervical space. 9. Did the drain clog? Yes, there was no drainage from the drain. 10. What were current symptoms following the index surgical procedure? Onset date? Paralysis (unknown detailed). 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? He said that it is possible that not irrigation may have caused clogged drain and a hematoma. 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative cervical hematoma? The surgeon said it's not deficiency of the surgicel powder, but he thought this adverse event related to the powder. 13. What is the patient¿s current status? Paralysis is remains and the patient still stay in the hospital. 14. What is the users experience w/ surgicel powder and other hemostatic agents? Unknown detailed, but this was not first time. The following information was requested, but unavailable: 1. What was the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. What is the lot number? 5. During the re-operation was there any soft bleeding identified? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.